Event description:
Pt had second miradry treatment on (B)(6) 2014 without incident. On (B)(6) 2014, he reported a red, painful nodule. Antibiotic was prescribed. (B)(6) 2014, seen in doctor's office with increased redness and tenderness, slight drainage. Doctor drained blood and exudate from the wound, which was described as a hemotoma. Positive culture for staph. A different antibiotic was prescribed. Expected to resolve.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed mfg steps and processes (including sterilization processing) were met and followed, with no issues identified.